Event description:
It was reported that an attachment device was "smoking at the base where it connects to the hose". The reported event did not occur during surgery. No patient harm, adverse outcome or injury was alleged. It was unknown if a spare device was available for use or if there were any delays to a surgical procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.